Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The mainframe batteries and charging system were evaluated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system exhibited 'pre-charge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No pt death or serious injury was reported related to this event.